Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It has been reported by the customer that a english patient went to a hospital for pain in the hip and it was detected in the x-ray that the neck of the stem (accolade) was broken.